Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. The home patient (hp) stated that he pressed go to start initial drain before connecting, then connected to the patient line. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report a system error 2240 (air in set) during the initial drain on a homechoice (hc). The home patient (hp) stated that he pressed go to start initial drain before connecting, then connected to the patient line. The technical service representative (tsr) advised the hp to start over with new supplies and to contact the registered nurse (rn) about the possible exposure to unsterile air. The hp will start over with new supplies and will contact the rn. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(4) 2012 regarding system error 2240. Per the pdn, the home patient (hp) had not mentioned the alarm. The pdn stated they will follow up with the hp regarding the alarm. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.